Event description:
12/12/97 two panaloks with "pds" implanted to fixate the achilles tendon at the calcaneus, a cystic formation was observed 2/5/98 on radiograph. An incision was palpatated and "pds" knots were felt under the skin. 3/27/98 pt underwent a second procedure. Fragments of the "pds" suture were removed, anchors left implanted. Portions of the achilles were removed along with surrounding scar tissue. Specimens were sent to pathology to test for foreign body reactions.